Event description:
Boston scientific received information that the patient with this device reported hearing audible tones from their device and presented for a follow-up visit. Interrogation of the ICD revealed a low voltage battery fault (i.e., fault code 1003) and a message noting that the voltage was too low for projected remaining capacity. A boston scientific technical services (ts) consultant discussed that appearance of fault code 1003 was indicative of an energy-related issue (i.e., unexpected increase in power consumption) with the device. As such, the ts consultant advised replacement of the device and recommended preparing a save all to disk/memory dump to forward to boston scientific for further analysis. This would enable engineers to provide an assessment of the current drain on the device¿s battery for determining an appropriate time window for device replacement. No adverse patient effects were reported. Please know that a fault code 1003 is indicating that the battery status indicators are not reflecting the depletion condition and are inaccurate. Therefore, one should no longer be relied upon to determine the depletion status of the device. So far we cannot predict if the therapy delivery is affected or not. There is a very high likelihood that the device should be explanted very soon as the device is malfunctioning. In order to provide you with a timeframe for the device explant, please provi...

Event description:
Subsequently, a replacement procedure was performed. This device was removed, replaced and return is intended.

Manufacturer narrative:
As no return of product is intended, analysis cannot be performed to determine the root cause. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. Engineering reviewed the data and confirmed the low voltage fault. There were no other faults or resets in the device memory. The current voltage is 2.955 v and therapy delivery is unaffected. Device replacement was recommended in the near future.

Event description:
Additional information was obtained. After further review and troubleshooting was performed, interrogation could not be obtained. Device replacement was recommended.

Manufacturer narrative:
Upon removal and receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Subsequently, a replacement procedure was performed. This device was removed and replaced. No return of product is intended.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
- -

Event description:
--

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
According to available information, this device remains implanted at this time. When additional information becomes available, this event will be updated.

Manufacturer narrative:
This device cannot be returned due to trade restriction. A memory download was performed and submitted for review. It indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.